Manufacturer narrative:
(B)(4). The sample availability is unknown and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Additional information: during troubleshooting the baxter technical representative (tsr) documented that the hp had left the blue clamp open on one of the unused lines. The complaint for system error se 2267 (fluid and air in set) was not confirmed; however, per the complaint information the root cause of the se 2267 is due to air being sucked into the disposable because there was an open clamp on unused supply line. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a system error (se), which occurred on the homechoice (hc) during use during fill 7 of 9. The home patient (hp) stated they had a se in fill 7 of 9 that morning, but the hp did not know the se. The tsr had the hp press stop and check the alarm log. The hp found a se 2267 . The tsr explained that the se 2267 indicated the presence of air and asked the hp if she had started over with new supplies or used the same supplies. The tsr suggested the hp contact the pd rn about the missed cycles and treatment options for that day. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.